Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had a planned lead removal and replacement the day of the report. No symptoms or further complications were reported. Additional information was received from manufacturer representative on 2017-oct-18, reporting that the doctor planned on doing a lead replacement because the ins pocket site had migrated laterally and the patient was having to turn the amplitude up past 6 for get efficacy. No further complications were reported.